Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. The following sections of this report have been updated: additional information added to b5, additional information added to b7, corrected h6 health effect-clinical code, additional code added to h6 type of investigation, corrected h6 investigation conclusions, and update to portion of h11 is below. Investigation results suggest patient factors (history of hypertension, hyperlipidemia, and diabetes mellitus 2) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Symptoms prior to valve-in-valve procedure were dyspnea upon exertion, occasional dizziness, weakness and peripheral edema. Post operative day 1 of the valve-in-valve procedure revealed a normally functioning valve with ava above 2cm2 and mean gradient of 15.56mmhg.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information available, the exact cause of the device calcification requiring reintervention is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 valve, implanted in the aortic position, underwent a transcatheter valve-in-valve procedure approximately 9 years and 11 months post implant. The failure mode was aortic stenosis due to calcification and aortic valve area measured 0.5cm2. Symptoms prior to valve in valve procedure are unknown.